Event description:
It was reported that the customer had a no delivery alarm. Customer's site was not uncomfortable during or after insertion. Customer thinks it might be an issue with the plunger. Customer stated that one of the alarms was due to her running out of insulin around the middle of january. Customer stated that this has happened with almost every pump that she has had. Customer was unable to troubleshoot at the time of the call because it was a previous event. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.